Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the acetabular reamer handle broke at the base during a primary left total hip.

Event description:
It was reported that the acetabular reamer handle broke at the base during a primary left total hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown acetabular reamer. When completed, the investigation results will be submitted in a supplemental report.